Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during drain cycle 9. The patient's ultrafiltration (uf) reading was 1295 ml, indicating the home patient (hp) drained 1295 ml more than the largest prescribed fill volume of 1200 ml. This meant the total drain volume was approximately 2495 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
Complaint no: (B)(4). Homechoice was returned for device evaluation for the reported issue of increased intra-peritoneal volume (iipv). The reported issue was confirmed in the event history log review. The cause was determined to be use error, tidal total uf removal set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. Pg 12-30 has the warning that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an iipv situation. " section 13 "topic 4: tidal therapy" gives the trainer instructions on how to properly set tidal therapy values. On pg 13-9 the instructions state "a good starting point would be, at a minimum, to review a drain history over the previous seven treatment days. The total amount of uf over the seven days should be added and then divided by seven to obtain an average daily uf goal." The suggested setting for total uf is described on pg 12-30 as "seventy percent of the normal night uf is a good starting point for determining the optimum total uf. "